Event description:
On (B)(6) 2012 the reporter, the patient's mother, contacted animas to report there were bubbles at the cartridge luer lock connection, and that this cartridge connection was bent. The tubing side of the luer lock connection appeared undamaged. Troubleshooting revealed the patient's technique and insulin handling were correct. The issue was not resolved. There was no patient injury associated with this issue.

Manufacturer narrative:
(B)(4): two cartridges were returned for investigation. Both were tested and passed the visual examination and the leak test. No defect was found with the returned product.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.